Event description:
It was reported that in the operating room, resistance was met while inserting the swg into the pt's radial line. As a result, the user attempted to remove the swg, however, it broke and a piece remained in the pt. Surgery was required and was successful to retrieve the piece of the swg, approximately 1 cm in size, from the pt. It is unk whether a delay occurred, however, no death was reported as a result of this incident or occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.